Event description:
Patient revised to replace glenoid head. Morse taper not properly done in first surgery.

Manufacturer narrative:
Device kept by surgeon. This is the final report. Additional information will be provided if it becomes available.